Event description:
Premature failure of a dexcom g6 cgm transmitter serial number (B)(4). Transmitter is supposed to have a useful life of 90 days. Transmitter was started on (B)(4) 2021. Transmitter failed today (B)(4) 2021. By my count, this is only 33 days. I had a similar failure of a dexcom g6 transmitter, after about 60 days, last fall. I am a hypoglycemia unaware type 1 diabetic and depend on the dexcom system to alert me to hypoglycemic episodes. FDA safety report ID# (B)(4).